Event description:
It was initially reported to boston scientific corporation on (B)(6), 2009, that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure. According to the complainant, during introduction of the hydratome at the ampulla, the tip was pointing in the wrong direction. The tip was pointing to the right in the direction of the pancreatic duct. The sphincterotome was removed from the scope and straightened out and reintroduced through the scope but without success. The sphincterotome was rotated to the left, but also without success. The procedure was completed using another hydratome rx sphincterotome. There were not patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has deemed a reportable event based on the investigation results; the tip of the returned tome device was found to be frayed/split.

Manufacturer narrative:
(B)(4) - (cannulating orientation issue). Visual examination of the returned device revealed the working length was twisted and the distal tip was cracked/split. The cracked distal tip is likely to be caused by other device. The twisted working length is likely to be caused by operational context. Investigating the cannulating orientation of the device by inserting the device into the scope, it was found that the initial tip orientation was over to the right and was outside the orientation product specification of between 9:00 am and 2:00 pm. The tip orientation could be adjusted within specification by rotating the handle. A functional evaluation found that the device would bow past 90 degrees which met the specification. Further examining the tip appeared that the distal tip might have come into contact with some part of the scope (elevator), while the device was being advanced in the scope during the procedure, causing the tip to be cracked/ split/ frayed. The most probable cause of the cannulating orientation is operational context. A search for similar complaints was completed and found no other complaints were associated with this lot. (B)(4).